Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was reported that the surgeon performed surgery two weeks ago and the patient had to return because of csf leakage. When the surgeon perform the revised surgery, he notice that the lyoplant appeared to be loose and possible a hole in it. Two products was used during surgery, it is unclear which product had the possible hole. Additional component filed under med watch: 2916714-2016-00804.

Manufacturer narrative:
Investigation: due to the undefined status that the product was provided, an investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation we exclude a manufacturing or material related error. Rational: no causality between the product and the mentioned issue can be found. An infection of the patient that already existed before the surgery cannot be excluded. According to the IFU, csf leaks can not be fully ruled out in some individual cases. No CAPA is necessary.